Event description:
It was reported by remote transmission the atrial lead showed over sensing on stored diagnostics months earlier. One episode displayed inappropriate anti-tachycardia pacing as a result of atrial over sensing. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154atg implantable cardioverter defibrillator (ICD), (B)(6) 2006. (B)(4).